Event description:
It was reported a patient experienced peritonitis while performing peritoneal dialysis (pd) therapy. Cause of peritonitis was unknown. The patient was hospitalized for the event. Treatment rendered was not reported. At the time of this report, the patient remained hospitalized and the patient had not yet recovered from the peritonitis event. Additional information was requested, but is not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This event is for the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13a29085 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.